Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an event where the infusion set cannula was not well introduced into the body on (B)(6)2024. Patient noticed symptoms within three hours of insertion. The site of insertion was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005959 have already been previously tested in the 2029623 on 12/feb/2025. The reference samples were visual inspected. All test results were within specifications as per 2029623 test report. Device history record (DHR) review: the 6005959 was manufactured according to the document work instruction (wi) version 111 on the packing process in the line inset 6 on 05/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 03-jun-2025 against malfunction code incorrect insertion of the soft cannula and lot 6005959 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.